Event description:
Scrub tech opened the liquid cement and poured it into mixing bowl. Noted the enclosed light pink/rust colored oil-like globules. Was taken off the table and enclosed with the powder. It was packaged in large bag. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary evaluation: contamination not evident on retained samples.